Event description:
The needle had been used on a luetic pt. The soft tube on top of the plastic cap of the needle had been removed and a needlestick injury occurred when the dr put the needle cover back on without the soft plastic portion.

Manufacturer narrative:
Results: the sample is not available for eval. No further info regarding this incident is available. A review of the device history records could not be performed as a lot number for this incident was not provided. Conclusion: since the sample was not received for eval, an absolute root cause for this incident could not be determined. (B)(4).